Event description:
It was reported surgeon was screwing in a 25mm bone screw through a hole in a trident hemispherical shell. Acetabulum was predrilled w/a 4.0mm drill bit before inserting screw. When checking to make sure screws was fully tightened and seated, approximately 3-4mm of the screwdriver tip snapped off at the torx 2107-1015 shaft and remained stuck in the head of the screw. Broken screwdriver tip did not protrude past the level of the screw head and could not be retrieved by surgeon. In order to make sure screw was fully seated surgeon used screwdriver shaft 2107-2014 and a mallet, there by bending the tip of the 2014 shaft.